Event description:
It was reported by the rep that the first al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon attempted to clip the cystic artery and after one clip was fired, the instrument jammed. After jamming, the instrument would not produce any more clips. The case was completed with a second device.